Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported a bloodline was found with a badly kinked and cut before priming. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs depicting the site of reported defect was returned from the facility for evaluation. Both photographs were visually evaluated, and it was noted there were kinks observed on the tubing. Unfortunately, due to the nature of the photos returned it was found quite difficult to accurately determine the site of the kinks shown. Furthermore, although cuts were reported on the tubing, it was inconclusive if the cuts were present via evaluation of the photographs. Based on the evaluation results, an approved project is in place for kinked tubing. A new packaging process technique is in place to better handle the material inside the box. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.